Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Two day post-implant, decrease in sensing was observed. Fluoroscopic revealed that the lead fell into the apex. The physician decided to leave the lead in the same position as all the measurements were good and stable.

Manufacturer narrative:
The lead was returned cut in two separate pieces. The damage found was sustained during the surgical procedure. The tests that could be performed on the lead were otherwise normal.

Event description:
New information received stated that on (B)(6) 2012, the patient presented for follow-up and decreased sensing was observed. Fluoroscopy showed the lead had pulled back slightly into the right ventricle. Lead was explanted and replaced when repositioning was unsuccessful.